Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a few months prior to the event, the patient fell and possibly damaged the atrial and the right ventricular leads. The patient presented in the emergency room on (B)(6) 2017 with presyncopal episodes. The leads were capped and replaced on (B)(6) 2017. There were no known patient consequences.